Event description:
Wire identified in ivc per tee. Dilated without issue. Advanced cannula. Cannula not seen in the ivc but wire still identified in the ivc. Pericardial effusion noted per tee. Emergent sternotomy, rv cannula perforation. Perforation repaired. Cannula manually directed into the ivc. V-v emco started with go flow. Pt recovered.

Manufacturer narrative:
Device history record and inspection document (lot no. 10052137801) related to the product used was reviewed and found no non conformities. The 31fr bi-caval lumen catheters are inspected 100% in production. The IFU warns that incorrect insertion can cause damage to the vessels and/or heart structures.